Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this total system was explanted due to a unknown reason. Additional information has been sought. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis was not completed as there was no specific allegation related to the returned product. No further analysis will be completed.

Event description:
--